Event description:
Customer reported hard drive related image problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and diagnosed intermittent defect in the hard disk. Sent quote for part, but it was not approved by the client.